Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter last name unknown. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a breakage at the lower edge and the spiral was exposed. The incident occurred at the patient`s house. There is unknown patient involvement and no harm reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H6: updated. H3: one sample was returned. During the visual inspection it was identified that the tip of the tracheostomy tube was damaged, an area with missing material or a break was identified that exposed the wire. The failure mode was confirmed. After performing the evaluation and reviewing the different ways to reproduce and detect the reported condition, it was identified that during the set-up process adjustments are made to the injection molding machine, where the reference parameters for the material filling control are generally adjusted. Therefore, the most probable root cause is that during the set-up process a part was generated with a short shot in the distal tip (reported condition) at the time of adjusting the filling control parameters, the part was not correctly identified and segregated since there was no scrap flow established at that moment. In addition, it was found that there is a very wide range in the reference parameters of the material fill control. A retrospective review of 12-month period was made for complaints originated related to this issue and no additional complaints were identified to this part number and lot.